Event description:
Pt experienced overdose of lioresal due to programming error after dye study was performed on infusion pump, received bolus of 900 mcg instead of 400 mcg. Pt was admitted to ICU with symptoms of respiratory depression and flaccidity, but did not have to be intubated. Treatment with titrated physostigmine was administered. Pt was kept in ICU for 3 days due to underlying lung condition, and was discharged from the hospital 10 days after the event with no further complications. Pt has returned to pre-event level of therapy.